Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had been getting shocked with the implant device starting (B)(6) 2018. Patient went to the hospital on (B)(6) 2018 and other unrelated device problems were found but patient was still in the hospital and getting shocked by the device. Caller had been unable to get a hold of a manufacturer representative (rep). They stated they've called rep but no call back. Caller further reported that anon-call urologist came out to try to turn the ins off but said they could change the parameters but not turn off the ins saying that it seemed to be faulty. Caller stated they would call back with the patient programmer and patient to try to turn stim off. More information was received from patient's wife asking for instructions on how to turn stimulation off. It was reviewed with caller how to turn off ins however the turn implant off button was unresponsive. Caller stated that the turn implant off button was sunken in. A controller reset was done and batteries were taken out. They firmly pressed and released every button on the programmer. They placed the batteries back in and attempted to turn ins off but the turn implant off button was still unresponsive. Caller even tried decreasing the stimulation but reported the stimulation didn't decrease because the minus button was sunken in as well. Caller noted that the stimulation was at 3.2v on program 3. Caller was transferred to the repair département. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the circumstance that led to the shocking was that they turned the program up too far and the programmer failed to turn down. They were unsure why they were not able to turn off the implant device and it being faulty but the manufacturer representative has turned the device off. The plan to see their hcp for assistance before attempting to turn on the replacement programmer. No further complications were reported.